Manufacturer narrative:
The slider was observed using magnification for causes of the failure. The fracture surface is a brittle fracture pattern. This could have been caused by a single overloading incident or weakening of the slider due to fatigue wear from repeated use. The slider could have also been weakened by the development of corrosion in the root of the thread. From the observation of the slider, it is not possible to determine if corrosion around the fracture side was present before the failure or if it contributed to the failure. The guide broke under tension when the surgeon/resident was compressing the u-clip. The sales rep asserted that the surgeon was tightening it using the compression mode on the control unit. Based on the investigation, it was identified that a guide can fail if screw mode is used to tighten the guide and a small twist is added once the peak torque is achieved. The surgeon may have been in screw mode by mistake and not realized he/she was overtightening the primary guide until it broke. Based on the investigation, the root cause of the failure appears to be the compression of the primary guide in screw mode, which resulted in a single overloading event.

Event description:
While using a primary guide assembly during an orthopedic surgery, the guide broke. This caused a 45 minute delay in surgery to locate the loose piece of the guide.